Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited an unspecified oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing. Programming changes was made to pace asynchronously prior to the lead revision procedure.

Event description:
New information received notes that the right ventricular (rv) lead exhibited myopotentials oversensing which led to pacing inhibition.